Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/ compromised force sensor system and excessive no delivery tests. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history screen. Device had cracked battery tube threads, reservoir tube, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that her blood glucose had been low. Customer's blood glucose was 40 mg/dl. Customer reported that she put 180 units of insulin in the device and 15 units were missing. After troubleshooting, customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.